Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an unknown breast implantation procedure with an unspecified saline mentor breast implant and experienced deflation on the breast implant. The side is unknown. As a result, the patient had undergone removal and replacement with unspecified breast implant on an unknown date.

Manufacturer narrative:
On 11/19/2020, it was reported to mentor that the date of implantation was (B)(6) 2003 and the date of removal was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, it was erroneously omitted that facility information: (B)(4). Manufacturer¿s reference number: (B)(4).